Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one sample. The following data was provided: (B)(6) 2021 sid (B)(6) initial result = 227.2 pg/ml, repeat = 8.8 pg/ml, repeats on another architect = 5.9 pg/ml and 6.8 pg/ml, a new sample was collected on (B)(6) 2021 = 4.0 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 28302ud00 did not identify issues associated with the customer¿s observation. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 28302ud00 was identified.